Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was not confirmed. Upon inspection and testing, it was observed that all the test scopes including 180 scope worked working without any kind of problem; all the signals and the colors of reproduction are normal the device was also put into burned in many times on and off and still working fine with 180 scopes.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device yielded a black image and would not work with the 180 series scopes. There is no patient involvement. The cables, device settings were checked, no abnormalities were noted in the optical connecting ports or the device. There were no error codes being displayed during the event.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported issue for the device is a black image and would not work with the 180 series scopes. A device evaluation could not find any malfunction with the device and the reported issue could not be duplicated. When the change history of parts was confirmed, it was confirmed that the design change of dr board on april 16, 2018 was being made. The design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). It cannot be conclusively said that this design change is involved in the pointed-out event. Countermeasure products have been shipped on or after june 13, 2018 (pal specification)/june 14, 2018 (ntsc specification). Since the product was a product before countermeasures due to a change in the op-amp circuit design of the patient board (dr board), it is possible, though it could not be duplicated, that only the 180 scope was not displayed in the image due to a failure of the op-amp. It is assumed that the screen is a black image because the user notification information such as patient information is turned off while the endoscopic image is not output.